Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error. The patient¿s blood glucose level was 200 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No a21 alarm, a17 alarm or unexpected battery power loss anomaly noted during testing. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display, unexpected battery power loss anomaly, unexpected off no power alarm or unexpected low battery alarm noted. Device communicated properly with the test blood glucose meter. The test value of 92 mg/dl was sent by the meter and received by the insulin pump. No pump/meter communication anomaly noted. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).